Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the tip was damaged. After the sheath's package was opened it was noted the tip of the device had a small chip and was starting to peel back. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the tip was damaged. After the sheath's package was opened it was noted the tip of the device had a small chip and was starting to peel back. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first inspected, and it was confirmed there was damage to the dilator's tip. Next, the sheath's functionality was tested and was found to deflect and steer with no issues. The dilator tip was then expected under a microscope which further confirmed the damage to the dilator's tip. The outer tip of the sheath was not damaged; however, the inner lining of the sheath was scratched. Based on all available information the allegation of damaged dilator and sheath were confirmed. The most likely cause was determined to be a quality control deficiency. The most likely cause of the damage to the inner lining of the sheath is repeated insertions of the damaged dilator.